Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail breakage is most likely related to an excessive force applied to the side rail. This is in line with the side rail condition (the side rail upper arm broken out of bed frame as per photographic evidence provided). Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The citadel bed frame system instruction for use (IFU, 830.213 rev.12) includes below information: ¿side rails are not intended to restrain patients who make deliberate attempt to exit the bed.¿ ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ following the information gathered, it can be concluded that the attempt to leave the bed was deliberate. While the patient tried to leave the bed by climbing over the raised side rails, they broke the side rail upper arm. Therefore, the root cause of a patient's fall can be classified as user error.

Event description:
It was reported that patient fell out of citadel bed frame. According to the hospital staff patient tried to leave the bed by climbing over raised side rails, the side rail upper arm broke and patient fell to the floor. There was no injury claimed. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail breakage is most likely related to an excessive force applied to the side rail. This is in line with the side rail condition (the side rail upper arm broken out of the bed frame as per photographic evidence provided) and the scenario reported.